Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was no longer pumping insulin. The customer's blood glucose level was 350 mg/dl and gave manual injection. The customer reported that there are no pink dots on the insulin pump which indicate insulin delivery. The customer checked the auto mode readiness, there was no check mark on the active updating. The device will not be returned for analysis.